Manufacturer narrative:
The accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a tear on the clear color portion of the tip cover. There was missing material due to the tear. No other damage was found. Failure analysis concluded that the damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the missing material from the tear found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It ws reported that during a da vinci prostatectomy procedure, a slit was discovered on the tip cover accessory. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.